Manufacturer narrative:
A complete manufacturing and material records review for the two carbomedics standard mitral valves (m7-029: sn (B)(6), MFR date 31-may-2018, exp date 30-apr-2023; m7-031: sn (B)(6) MFR date 18-jun-2018, exp date 18-may-2023) as they pertain to the reported events, were retrieved and reviewed. The results confirmed that the devices satisfied all material, visual and performance standards required at the time of manufacture and release. Since no additional information on the event has been received to date, it is not known at this time which device remains implanted in the patient, and what is the failure mode (if any) of the other device. As such, the root cause of the event cannot be determined at this time. However, based on the documents review performed, no manufacturing deficit were identified.

Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed that on (B)(6) 2019, a (B)(6) male patient underwent mitral valve replacement with a carbomedics standard mitral valve. Two valves were reportedly implanted on the same day, in the same position: m7-029 sn (B)(4), and m7-031 sn (B)(4). However, it is not reported which valve was ultimately opened, used or explanted.